Event description:
It was reported that during yearly performance assurance of the epg (external pulse generator), it was found the unit would not turn on. The battery had leaked, causing extensive internal corrosion in the battery compartment. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery flex and battery contacts were corroded. It was also noted that the upper and lower case halves were broken and the battery drawer and battery drawer o-ring were contaminated.